Manufacturer narrative:
Results: the actual syringe was not returned for investigation; however, one sealed sample from the same lot number was received. The sealed sample was visually examined and it was determined that needle / hub was not attached onto barrel and came loose in the sealed blister pack. One attempt was made to attached needle to barrel, however, a crack was observed which may have been there and it was worsen upon attaching the hub onto barrel. No further investigation was conducted concerning retraction issue as sample will be sent to manufacturing site (canaan) for further investigation. Conclusion: a conclusion is not yet available as the investigation is still in progress. The device was sent to (B)(6) for a secondary investigation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that after injection the needle from the 3 ml bd integra¿ retracting safety syringe with 25 g x 1 in. Needle with bd¿ tru-lok technology with detachable needle failed to retract. No medical interventions were done.

Manufacturer narrative:
Results: the sample received was visually inspected. Due to the returned sample's luer collar damage, it was not possible to safely test the sample. Without a sample to test, the defect cannot be confirmed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6187823. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.